Manufacturer narrative:
Upon visual inspection of the interior of the returned controller, it was discovered that the display screen ribbon cable with ferrite had detached from the board inside the subject unit. During the functional testing, the display screen remained blank even though the controller powered up and the normal audible tones were heard. The dislodged ferrite and detached display screen ribbon cable were both reconnected to the board inside the controller and another functional test was performed, wherein the controller functioned as intended. The customer's complaint is verified because the display screen is blank due to the ferrite dislodging from the double sided tape and pulling the ribbon cable connectors free from their posts. Potential factors unrelated to the manufacture or design of the device which could have contributed to the reported event include: vibrations during transportation of the unit may have detached the ferrite from the tape and caused the ribbon cable to disconnect from the main board. A review of the manufacturing records for non-conformances and deviations indicates the subject controller met manufacturing specification when released for distribution.

Event description:
It was reported that during setup for a knee procedure using a quantum ii controller, the display screen was not functioning. This event contributed to a 30 minute surgical delay, while the staff tried to resolve the issue. Ultimately, the procedure was completed successfully using this device. There were no patient complications reported as a result of this event.